Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level subsequently increased to display as "high;" however, specific value was not provided. A correction bolus was delivered via the pump to address bg. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer continued using the pump for insulin therapy.